Event description:
According to the reporter, it appeared that there were 2-4mm small pieces of suture sprinkled in the fascia. It had not been seen before and the surgeon wanted to know if this was a side effect of the suture. Another suture was applied to resolve the issue. The wound did dehisce and there was a reoperation. The suture was observed to have broken up into several small pieces several days after the initial procedure. No further information has been made available.

Manufacturer narrative:
(B)(4).